Manufacturer narrative:
H3: system service has already been reported under a separate complaint. Please see regulatory report #1723170-2020-01642 for applicable information, including codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during procedure. It was reported that the site was having issues with the camera during the case and losing connection. The site eventually switched to em emitter to complete the procedure. The manufacturing representative (rep) was on site and noted that after powering on the system, the camera had turned off or wasn't receiving power after 4 minutes. The second time after reseating the interconnect cable, the camera powered down and had no power. There was a 10-15 minute delay to the procedure and no impact on patient outcome. Technical services (ts) had told the rep and the site to walk check all connections from the back fo the camera down to the arm and to the poe injector to make sure the light on the poe was green. The o-ring connections were checked and all lights were connected and receiving power. Check the o-ring to the ups power and then worked down to the interconnect cable to the main cart. We walked through the self test on the main cart which showed all green and also the ndi tool box which showed no faults. We were able to see that after reseeding and rebooting the system that the connection was good and the camera was staying on for 6 + min at a time. It was reported that the procedure was a craniotomy with tumor removal.